Event description:
It was reported by the nurse of the hospital, that the screw is fractured during turning in the screw. A replacement was available.

Manufacturer narrative:
Method: visual inspection, mechanical evaluation. Results: the device was inspected and no fracture was observed. The inspection revealed multiple deformations on the tulip threads and outer area, as well as tulip splay. Conclusion: the reported fracture was not confirmed and instead, deformations of the screw tulip were observed. As a result, the cause of the reported event could not be determined conclusively.

Event description:
It was reported by the nurse of the hospital, that the screw is fractured during turning in the screw. A replacement was available.